Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Additionally, it was reported that a temperature alarm occurred while the pump was charging. The user's blood glucose level was 113 mg/dl. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
(B)(4).